Event description:
The caller reported a historical event. The caller reported that they had a kinked wire with the first system in 2019 and that is why it was replaced in 2022.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 22-sep-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.